Manufacturer narrative:
The complaint notification associated with this device described that a screw is missing at the posterior axis. The evaluation of this specific device was conducted at the manufacturer's service center on february 8th, 2017. We can confirm that one bolt in the posterior upper part is lost and got stuck between hydraulic and linkage. An exact reason for that could not be determined. No fall or serious injury occurred due to this failure, but it could have led to patient injury if the malfunction were to recur.

Event description:
Knee joint was sent in for repair. Customer stated that a screw is missing at the posterior axis. The patient did not fall, no serious injury occurred due to this failure.